Event description:
An error message 23022 occurred indicated a brake fault on a patient side manipulator (psm). The psm was replaced to correct the reported problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm failed the weighted brake drop test. The psm passed the slow sweep, sine cycle, brake release voltage and friction tests. Failure analysis installed the arm onto the system and powered it up in normal mode. The failed brake drop test directly relates to the reported error 23022. The brake shaft, bearings, and gears were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.